Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. Customer was able to clear the alarm and able to rewind the insulin pump. The notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged pump error found on november 22, 021. The pump passed the displacement test, active current measurement, sleep current measurement, and self test. Successfully downloaded history files and traces using thus. The power management graph shows that the loaded and unloaded vlith voltage are more than 100mv separated for long periods of time. Loaded vlith voltage drops below 3500 mv for more than four consecutive hours triggering pump error . However, the j6 was disconnected and properly reconnected and pump displayed open book image. Pump was redownloaded and confirmed critical pump error (open book image) alarm was triggered by a pump error fatal alarm during analysis on 12/15/22 at time 10:52:34 due to software anomaly. Verified the pump alarmed pump error on november 17, 2021 at time 20:00:00.000 due to the loaded vlith voltage remaining below 3500 mv for four consecutive hours, problem isolated to moisture damage on the electrical board 1. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, faded serial number label, and cracked retainer. Pump error confirmed due to the loaded vlith voltage remaining below 3500 mv for four consecutive hours, problem isolated to moisture damage on the electrical board 1. Retainer ring damage confirmed. Critical pump error (open book image) alarm confirmed due to pump error fatal alarm. Pump error 55 due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.